Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced symptoms including confusion, headache, fatigue, and increased urination. During this time, the cgm reading was 312 mg/dl, while a fingerstick blood glucose (fsbg) reading was 213 mg/dl. In response, the patient took prescribed medications, including two tablets of xigduo 5 mg and one tablet of glimepiride 4 mg. The patient was assisted by his parents and transported to the emergency department (ed) for further evaluation. Upon arrival, glucose measurements indicated an fsbg of 243 mg/dl and a cgm reading of 300 mg/dl. The patient was treated with intravenous (IV) fluids and IV insulin, with continued monitoring of both cgm and fsbg readings throughout care. The patient was admitted for approximately 10 days, during which time he continued to receive IV fluids, insulin therapy, and ongoing glucose monitoring. During hospitalization, the patient was diagnosed with diabetic ketoacidosis (dka). By on (B)(6) 2026, the patient demonstrated improvement in symptoms and stabilization of glucose levels and was discharged. There is no documentation available regarding glucose trends, prior treatment or medication adjustments, pre-existing health conditions, or other contributing factors prior to symptom onset that may have contributed to the progression to dka. The patient reported that by the time symptoms were recognized, glucose levels were elevated and continued to rise despite oral medication, ultimately resulting in dka requiring emergency treatment and hospitalization. At the time of reporting, the patient was described as feeling well and stable, with no additional treatment required. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid when the patient experienced symptoms. The reported glucose values fall within the a zone of the parkes error grid when arrived in the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.